Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The events of capsular contracture and ptosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii & ptosis.

Event description:
Healthcare professional reported via national breast implant registry (nbir) left side "capsular contracture, baker grade iii and ptosis". The device has been explanted.